Manufacturer narrative:
Evaluation summary: the tibial insert can not be evaluated as it has not been returned to howmedica but rather has been retained by the patient.

Event description:
Revision surgery revealed polyethylene wear of the tibial insert.